Event description:
A user facility biomedical technician (biomed) contacted technical support (ts) with reports of finding thermal damage on the deaeration motor of a 2008t hemodialysis (hd) machine. The machine was initially removed from service due to a flow inlet error. There was no patient involvement associated with the event. The biomed first tried replacing the actuator-test board, but this did not resolve the issue. The biomed then realized the machine¿s deareration pressure was low and knew that it was time to rebuild the deaeration pump. When they opened the cabinet, they immediately noticed a burning smell. The burning smell was traced to thermal damage located on the deaeration motor. There was no damage noted on the pump head. The biomed said the motor exhibited signs of charring, and the coils were blackened. There were no signs of smoke, sparks, or flames. The biomed did not need to replace the loading pressure regulator or valve 39, though ts had advised to check these components. The biomed said the deaeration pump was the cause of the issues. The biomed said the pump head was replaced because it was very old, and the pump was not reaching necessary speeds. The deaeration pump and pump head were original fresenius components on the machine. The biomed estimated the machine had between 33,000 and 37,000 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. Following the repair, the machine passed all functional testing and was returned to service. The damaged deaeration motor was discarded, and no photos of the component were available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.